Event description:
Elderly male with history of diabetes mellitus (dm), hypertension (htn), coronary artery disease (cad) and severe aortic stenosis. Procedure: transcatheter aortic valve replacement (tavr) all three access sites in the right groin, causing the tavr sheath to kink when the valve was inserted the valve got stuck in the sheath. The valve, delivery system and the sheath were removed without known harm to the patient. Tavr procedure was successfully completed with the second attempt. Patient was discharged the next day. This is the 2nd report for the sheath kinking and the valve getting stuck in a 2 week period. Manufacturer response for prosthesis, mitral valve, percutaneously delivered, sapien 3 ultra system (per site reporter). Will obtain. Manufacturer response for introducer, catheter, edwards esheath+ introducer set (per site reporter).